Event description:
It was reported that the original procedure was on (B)(6) 2014. The surgeon performed a (right) reverse total shoulder procedure. About 2 weeks post-op, the patient ended up in the ER under the care of another surgeon. The patient was presented with a disassociation of the glenosphere. A revision was performed. It was determined that the inferior peripheral locking screw was sitting approximately 3mm proud from the face of the baseplate. The surgeon advanced the inferior screw until it was flush with the baseplate and then made sure the central and other peripheral screw was also fully seated. He followed this by utilizing the peripheral clean-up reamer and tried impacting the original glenosphere. Patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. A most likely cause of the event may be as stated in the event that the peripheral locking screw was not fully seated in the baseplate. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.